Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
A bipolar lead failure occurred on (B)(6) 2025. Noise can be seen on the lead in the lead failure iegm. Pacing impedance, threshold and sensing had been trending normally prior to this. No adverse patient events were reported. Should additional information be received, this file will be updated. Lead remains implanted.